Event description:
Case description: investigational result: name: ozempic 1 mg 3.0 ml, batch number: np5f388. Visual examination and functional testing were performed. The returned device was found to function normally. When using a new needle there was no problem in using the device. A reference sample was chemically analysed and the results were within the product specifications. It was not possible to investigate the returned sample comprehensively, due to small amount of preparation. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. Name: novofine batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, this case has been updated with the following investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab and m/w form. Narrative updated accordingly. Final manufacturer's comment: (B)(6) 2024: the suspected device ozempic has been returned to novo nordisk for evaluation. Upon investigation, device was found to be functioning normally, as per the specifications. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device ozempic and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. Product handling error such as storing the device with needle attached between injection can affect the functionality of device. (B)(6) 2024: the suspected device novofine needle has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. H3 continued: evaluation summary: name: novofine batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). My glucose levels are "emotional", reaching 600 [blood glucose increased]. Dosing mechanism broken, [device breakage]. Some came broken, bent and broken needles and that the operator took everything, pen and needles [needle issue]. Did not fit in the pen [device connection issue]. Difficulty in releasing the liquid [device delivery system issue]. Patient kept the threaded needles in the pen when storing [product storage error]. Ozempic used in click form to estimate the dose of the product by doctor [off label use]. Case description: this serious spontaneous case from brazil was reported by a consumer as "my glucose levels are "emotional", reaching 600(blood glucose increased)" with an unspecified onset date, "dosing mechanism broken,(device breakage)" with an unspecified onset date, "some came broken, bent and broken needles and that the operator took everything, pen and needles(needle bent)" with an unspecified onset date, "did not fit in the pen(device connection fit issue)" with an unspecified onset date, "difficulty in releasing the liquid(device delivery system issue)" with an unspecified onset date, "patient kept the threaded needles in the pen when storing(device stored with needle attached)" with an unspecified onset date, "ozempic used in click form to estimate the dose of the product by doctor(off label use)" with an unspecified onset date, and concerned a 44 years old female patient who was treated with ozempic 1.0 mg (semaglutide) from (B)(6) 2023 to (B)(6) 2024 for "diabetes mellitus", , novofine (needle) from unknown start date for "device therapy", patient's height: 175 cm. Patient's weight: 89 kg. Patient's bmi: 29.06122450. Dosage regimens: ozempic 1.0 mg: (B)(6) 2023 to not reported, not reported to (B)(6) 2024; novofine: current condition: diabetes mellitus (type and duration not reported). On an unknown date patient requested for replacement of pen was indeed exchanged, but it arrived with the dosing mechanism broken, made it impossible to attach the needle. The ozempic pen was exchanged in april and was defective. On an unknown date patient reported glucose levels were "emotional", reaching 600(unit not reported) (blood glucose) and that's why patient used it weekly. Without the medication patient experience extremely high glucose levels and ended up in the emergency room for urgent care almost every week. Patient explained that glucose levels reaching 600 (unit not reported) was after the collection of the defective pen. Patient had no money to buy another one. Patient was in a deep stress as pen came with a defect, the laboratory made the exchange for another with a defect, without replacement, a long time without the medicine and it got much worse and even worser due to the stress of such an expensive pen became defective twice.patient did not resume the treatment and was waiting for the lab's positioning. Patient don't have money to pay for the another pen at the moment. Patient did not take any other medications along with ozempic.no recent changes in diet or physical activity. Patient fix the needle on the pen at a 180-degree angle (in a straight line). Patient stored the suspect product in use at room temperature of 20-25º celsius. On an unknown date, patient's blood glucose (diabetes) was reported as 650 (unit not reported) batch numbers of ozempic 1.0 mg: np5f388, np5f388. Batch number of novofine was requested. Action taken to ozempic 1.0 mg was reported as product discontinued. The outcome for the event "my glucose levels are "emotional", reaching 600(blood glucose increased)" was not reported. The outcome for the event "dosing mechanism broken,(device breakage)" was not reported. The outcome for the event "some came broken, bent and broken needles and that the operator took everything, pen and needles(needle bent)" was not reported. The outcome for the event "did not fit in the pen(device connection fit issue)" was not reported. The outcome for the event "difficulty in releasing the liquid(device delivery system issue)" was not reported. The outcome for the event "patient kept the threaded needles in the pen when storing(device stored with needle attached)" was not reported. The outcome for the event "ozempic used in click form to estimate the dose of the product by doctor(off label use)" was not reported. Current location of device: patient. Period of use: unknown. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission following information were updated: reporters causality for the event "blood glucose increased" for the suspect ozempic was updated. Indication of suspect product ozempic was updated. Medical history was updated. Start date, stop date, dose and route of administration of suspect ozempic was updated. Events "device stored with needle attached", "off label use" were added. Operator of the device for the suspects ozempic and novofine were updated. Lab data was updated. Annexe a codes for the suspect ozempic was updated. Indication of novofine device was updated. References included: reference type: e2b company number. Reference ID#: br-novoprod-1230010. Reference notes: preliminary manufacturer's comment: 06-jun-2024: the suspected device ozempic has been returned to novo nordisk for evaluation. Investigations are ongoing. Product handling error such as storing the device with needle attached between injection can affect the functionality of device.

Event description:
Since last submission, this case has been updated with the following: product tab updated (expected date of follow up report in EU/ca tab). Narrative updated accordingly.